Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer¿s blood glucose level was 530 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose with insulin shot. Based on customer report customer did not allege pump was under delivering. Customer stated that they were unable to describe any possible damage to the drive support cap. Customer was unable to complete carelink upload. The insulin pump will not be returned for analysis.